Manufacturer narrative:
Model number: 72403900; lot number: 445007001; model description: pump tactile iz; model number: 72402960; lot number: 445865007; model description: reservoir 100 ml iz.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to unspecified reasons. A new 18cm x 12mm ipp device with 65ml reservoir was implanted. It was further reported that beginning two months prior to surgery the implant was not working. There was no specific issue identified and the patient was doing fine following the surgery. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.